Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty reservoir. The customer's blood glucose reading was unknown. The mother stated that her daughter has been wearing the pump since (B)(6). For the first time, the mother stated that there was a lot of air bubbles formed in the reservoir after filling it during normal use. The customer was able to prime repeatedly to eliminate air bubbles. The customer does not rewind the pump with reservoir in place. The customer was advised to store insulin at room temperature to prevent gassing out. The customer stated that the issue occurred with different reservoir lots. The customer stated that there were more air bubbles when home heating is high.